Event description:
Per the clinic, it was reported that the electrode lead extruded into the external auditory ear canal. Subsequently, the device was explanted on (B)(6) 2017, and the patient was re-implanted with another cochlear device during the same surgery. The patient was administered with oral antibiotics pre-operatively, and IV antibiotics post-operatively.

Manufacturer narrative:
This report is filed on february 17, 2017.